Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) is already at middle of life 2 (mol 2) after approximately 28.5 months of implant. The battery status was beginning of life (bol) in november 2005, middle of life 1 (mol1) in february 2006. The left ventricular (lv) output was programmed to 4.0 volts @ 0.5 ms. All other lead diagnostics and outputs are normal. The patient has received zero shocks. A guidant technical services consultant advised getting a save to disc before explanting the device. Lastly, the consultant confirmed this device is not on the recall list for premature battery depletion; however, it is on the reed switch recall list.,